Event description:
Customer reported issues with the insulin pump. Customer states that they had water appear in their insulin pump a while ago. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test and self-test. The insulin pump was unable to complete download due to several alarms in alarm history. The insulin pump alarmed due to corrupted history file. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed displacement test and self test. Unable to complete download due to several a47 alarms in alarm history. A47 alarms noted due to corrupted history file. Unit received with minor scratched lcd window and cracked reservoir tube lip.